Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, customer suspected air bubbles in the cartridge caused the high bg. Customer reverted to a different pump for insulin therapy.